Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, pain, swelling, inflammation, mobility. Same patient as (B)(6).